Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor showed no pacemaker function. When the patient was seen in the clinic, the device could not be interrogated and there was no magnet response.